Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted, explanted, give date: not applicable, as lens was not implanted. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that upon opening the intraocular lens container, it was observed that the outer edge of the implant was crimped. The surgeon evaluated the device under the microscope and found that the implant was damaged. There was no patient involvement. No further information provided.

Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 2/06/2019, device returned to manufacturer: yes. Device evaluation: the aab00 complaint sample was received at manufacturing site. The complaint sample returned in the original box. Visual inspection using magnification was performed. The lens and the haptics were observed in good condition in the sample returned. The reported issue could not be verified. No product deficiency was identified. There is no evidence to suggest that the complaint sample has been affected by the manufacturing process. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaint has been received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.